Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported thrombus cannot be determined. Although a cause for the reported patient effect of thrombus, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus at the tip of the steerable guide catheter. It was reported the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Heparinized saline was not used due to concerns of heparin-induced thrombocytopenia (hit); instead argatroban was used throughout the whole procedure. The first mitraclip delivery system (cds) was advanced, but did not perform optimally and was removed without issue. A second cds was advanced; however, a blood clot was observed at the tip of the steerable guide catheter (sgc). The devices were removed, and the thrombus was removed with the removal of the sgc. The procedure was aborted and the patient did not experience any adverse sequela. No clips were implanted, mr remained at 4. No additional information was provided.